Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. The device was above elective replacement indicator (eri) upon receipt analysis revealed the right ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for initial implant. During the procedure, the implantable cardioverter defibrillator (ICD) set screw was unable to be engaged and could not be screwed in. This ICD was not used, and the physician completed the procedure using a different ICD. The patient condition was stable.